Manufacturer narrative:
Four opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 379 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the cannula on the customer's infusion set was bent upon removal. Customer was disconnected from the call before they could be assisted with changing the fill cannula. The reservoir will be returned for analysis.